Event description:
The customer reported to the baxter sales representative that the center piece (male connection) of the interlink injection site that goes into the peripherally inserted central catheter (PICC) line, where the fluid goes through, broke off into the PICC line when the nurse attempted to disconnect the injection site, obstructing the PICC line. The customer indicated that they do not use hemostats or excessive force for removal. The PICC line was set up in the intervention radiology department. It was indicated that the male adaptor end appeared twisted and broken in the PICC line. The patient was immediately transferred to the intervention radiology department to have the PICC line re-inserted as a result. Other than this, it was indicated that there was no patient injury. This condition occurred in 2009, with patient who was reportedly an in-patient (regular patient floor). The customer is concerned because re-inserting the PICC line exposes the patient to possible infection. This report is related to multiple patient incidents. The facility?s radiology department lead technologist was contacted and indicated that the PICC line used is from navilyst (boston scientific). The lead technologist indicated that it is unknown what drug was being run through the interlink injection site or for how long the interlink was in use prior to the incident. No further complaint information is available; however, the lead technologist did indicate that the actual sample involved in this incident is available for evaluation.

Manufacturer narrative:
The actual sample involved was received for evaluation. It was noted that part of the luer shaft was totally separated from the device. The sample was visually inspected under a microscope, which showed that the male luer shaft appeared to have been twisted off. Based on the visual appearance of the luer material, it appears to be ductile in nature. This condition could be caused by chemical attack, molding, or by applying excessive torque. The reported problem was confirmed. However, the root cause cannot be clearly identified.